Event description:
This was a heart transplant. Came off cardiopulmonary bypass (cpb) the 1st time. Had to return to cpb to repair an artery tear. During that time oxygen was dropping to 72%. Perfusionist discovered problem with the oxygenator. The oxygenator was failing and would need to be changed. Once we discussed the plan, we terminated cpb in a normal fashion: weaned from cpb and filling patient while anesthesia took over ventilation. The failing oxygenator was cut out, the new oxygenator was added dry and primed through the recirculation line.